Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, complication in site preparation (bone augmentation after explantation was probably still not enough), inadequate bone quality/quantity, preceding bone augmentation, mobility. Guided system - patient's mouth opening too small.